Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump keeps alarming failed battery test; and the battery has been changed multiple times. Contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; device did not alarm failed battery test. A battery cap replacement was sent. Blood glucose value is 182 mg/dl. Nothing further reported.